Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: patient age, dob & weight not provided for reporting. Unknown when device malfunctioned. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device history records review was requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction and internal fixation (orif) olecranon on (B)(6) 2018, the surgeon and scrub tech reported that both the stardrive screwdriver shafter t8 55mm and the screwdriver shaft t8 shelf-hold were not retaining screws properly. The surgeon indicated that the screwdriver shafts looked to be worn down and the edges were not sharp enough to hold the screws. The sales consultant was able to provide a replacement screwdriver shaft, which was available from an ankle set. There was no delay in surgery and no harm to the patient. This complaint involves two (2) parts. (B)(4).

Manufacturer narrative:
Lot provided for reporting. Device history lot: DHR review. Part number: 03.119.019. Synthes lot number: 7297921. Supplier lot number: na. Release to warehouse date: 22-may-2013. Supplier: na. Manufacturing site: (B)(4). No ncrs were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation summary: the screw driver (part: 03.119.019, lot: 7297921, mfg: 22-may-2013) was inspected at customer quality and the complaint of worn tip was confirmed. Visual inspection performed at customer quality observed that tip of screwdriver was worn. Additionally the tip was observed to be slightly twisted. Whether the complaint could be replicated is not applicable due to post manufacturing damage. Relevant drawings for the returned device were reviewed (both current and from the time of manufacture): top-level drawing for screw driver 03.119.019 and screw driver tip and no design issues or discrepancies were noted. Dimensional analysis performed at the corner to corner dimensions of tip falls within specification. A device history review was performed for the returned instrument¿s lot number and no ncrs, mrrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Also, based on the device history record review, there is no indication that any issues with material or material properties contributed to the complaint condition. While no definitive root cause could be determined it is possible that any unintended forces encountered by the device during its usage or handling could have contributed to the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Synthes manufacturing location was discovered upon receipt of subject device. Verbiage - device wasn't received at final destination on initial mw. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.